Event description:
It was reported that the patient presented to clinic due to recieving a patient notifier. Upon interrogation the pulse generator exhibited backup vvi. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.